Manufacturer narrative:
B7: patient pre-existing conditions include aortitis syndrome. H6: conclusion code remains unchanged. Per the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the patients with previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.

Manufacturer narrative:
(B)(4). The gore® tag® conformable thoracic endoprosthesis remains implanted and, therefore, was not available for direct analysis by gore. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the patients with previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprostheses. The gore® tag® conformable thoracic endoprostheses were implanted from a previously placed elephant trunk prosthesis to the descending aorta. A 31mm gore® tag® device was implanted distally, and a 37mm gore® tag® device was implanted proximally. On (B)(6) 2020, a follow-up examination reportedly revealed that the elephant trunk and proximal gore® tag® conformable thoracic endoprosthesis were disconnected, and the thoracic aortic aneurysm was ruptured. On the same day, non-gore manufactured stent graft was implanted as bridging device for the elephant trunk and the proximal gore® tag® device. An additional gore® tag® conformable thoracic stent graft with active control system was implanted distal of the non-gore stent graft to reline the initial gore® tag® conformable thoracic endoprostheses. The patient tolerated the procedure. The physician suggested that the cause of disconnection between the elephant trunk and the proximal gore® tag® device was the overlap length between the elephant trunk and the gore® tag® device was short from the initial procedure, and then a migration occurred during the follow-up period. During the initial procedure, the physician reportedly noticed that the overlap length was short (amount unknown); however, no endoleak was seen, and the physician opted not to implant an additional device at that time.